Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misload was observed during loading. The infold in the valve frame was noticeable since the first deployment. The valve was recaptured three times total, as it appeared to be severely under expanded almost as if it were totally closed. Per the physician, the patient's existing severe calcification of the aortic valve contributed to the event.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve did not open during release despite predilating the native valve. The physician recaptured the valve and retrieved it from the patient. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. A fluoroscopy valve load inspection was not captured on fluoroscopy thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to valve implant attempt. The valve was partially deployed in the cusp overlap view and appeared to be significantly under expanded and a suspected infold, which could have been associated with the significant under expansion. The valve was attempted to be deployed a second time with the same outcome. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Furthermore, the infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Evidence supports that the under expanded valve was removed and a second balloon aortic valvuloplasty was performed. There is no documentation that new sterile components were used. As stated in the instructions for use (IFU), if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. It appears that the same system was used for the implant attempt resulting in the same outcome as before. Per the fluoroscopic evidence, a valve was not implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.